Manufacturer narrative:
(B)(4).pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 4 days. No battery tube heating up noted. Unit functioning properly after battery instalation. No insert battery, battery failed or low battery alarms noted during testing. The power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked case(battery tube), cracked case, peeling serial number label and cracked retainer.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm, replace battery alarm, low battery. Customer stated insulin pump had crack at battery compartment. Customer stated they had to change the battery in few hours. No harm requiring medical intervention was reported. The device will be returned for analysis.